Event description:
Following egd procedure, during the par (post anesthesia recovery) period, the pt's oxygen saturation level was noted to significantly drop. The pt was intubated, and no deliverance of oxygen was noted on the anesthesia machine. An emergency oxygen source was used. It was determined the oxygen supply source was argon gas. The pt expired.